Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, infection, pain, inflammation, mobility.